Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by mechanical damage. 1 device was found to be affected by corrosion. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.